Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 874 mg/dl. The customer stated that she had been hospitalized 3 times (B)(6) . She was hospitalized (B)(6) 2015. The customer stated that she did not respond to her husband when he tried to wake her up, leading up to the event. She stated that she had not received insulin for 2 days due to a kink in the infusion set tubing. She had been wearing the insulin pump at the time of hospitalization and that the device was removed upon admission. She was admitted for 1 week, then discharged. She declined troubleshooting assistance for high blood glucose, stating that she had discontinued use of the insulin pump. The customer was advised to revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-59408, and medwatch report # 3004209178-2015-59409.